Event description:
Ahmed az. Endovascular venous approach in the treatment of ruptured intra-cerebral arterio-venous malformation. Egyptian journal of radiology nuclear medicine. 2014;45(2):439-441. Doi:10.1016/j.ejrnm.2013.12.010. Medtronic literature review found a report of patient complications in association with a marathon catheter, mirage guidewire, and onyx liquid embolic. The purpose of this article was to present a case that illustrates that in patients with ruptured small arteriovenous malformation (avm) having a single draining vein, transvenous treatment can be utilized to achieve occlusion resulting in avm cure. A 6f envoy angled guiding catheter was placed in the distal left internal cervical carotid and multiple trials through different left mca feeders to reach the nidus were attempted by a marathon catheter over a mirage 0.008 guidewire. They failed to reach the nidus due to tiny caliber and tortuosity of the (en passage) feeders. To start the embolization they changed the strategy to a venous approach. A marathon catheter over a mirage 0.008 guidewire was advanced retrogradely guided by a road map from the arterial access till it reached the foot of the draining vein. Injection of onyx 18 started by making a plug to occlude the vein completely permitting retrograde flow of onyx into the nidus. Injection stopped when the arterial feeders from the left mca started filling with onyx retrogradely, confirming nidus closure. Angiographic closure of the nidus was also confirmed through different arterial injections in different views. To avoid the risk of venous rupture during pulling on the microcatheter, it was cut flush at the neck entry after applying some traction and left in situ. The cut end retracted subcutaneously, and the patient was kept on aspirin 200 mg/day for 3 mo nths. The procedure went uneventful, and the patient recovery was smooth with no additional deficits.

Manufacturer narrative:
Continuation of d10: product ID: unk-nv-marathon; product ID: 103-0608; product ID: unk-nv-marathon; g2: citation: authors: ahmed, a. Z.. Endovascular venous approach in the treatment of ruptured intra-cerebral arterio-venous malformation. Egyptian journal of radiology nuclear medicine 45(2):439-441 2014. Doi:10.1016/j.ejrnm.2013.12.010 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. See manufacturer report#: 2029214-2023-01186 for another report from this article. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.